Event description:
It was reported that pump screen remained dark and would not turn on, and when screen did turn on the button was extremely difficult to press and required multiple presses. There was no reported adverse impact to the customer¿s blood glucose level because caller declined to provide this information. Customer was instructed to press pump button using fingertip with support along bottom of pump, and when issue persisted customer was provided replacement pump under warranty, planned to use multiple daily injections as backup insulin therapy, was advised to let battery on problematic pump fully deplete before return, to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid label within ten days.